Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that the ins battery prematurely depleted due to too many overdischarges, requiring early replacement. The device was explanted and replaced.